Manufacturer narrative:
Internal complaint number: (B)(4) autonumber: (B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was making an abnormal tone. The energy did not appear to be consistent. The hospital attempted to use a new cable and adaptor, but this did not remedy the issue. The hospital completed the procedure with the same device, as no alternative power source was available. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was making an abnormal tone. The energy did not appear to be consistent. The hospital attempted to use a new cable and adaptor, but this did not remedy the issue. The hospital completed the procedure with the same device, as no alternative power source was available. The hospital did not report any patient effects.